Manufacturer narrative:
The initial MDR was incorrectly submitted as follow up #1. This record is for the correction to initial report an event regarding disassociation of a constrained liner involving a metal head was reported. The event was not confirmed. However, the presence of corrosion on the metal head was confirmed. Method & results: device evaluation and results: visual inspection confirmed the presence of corrosion on the returned metal head. Material analysis concluded the following: "black debris was observed on the taper of the v40 head. Elemental constituents of the debris were consistent with the v40 head, a corrosion product, material transfer from a hip stem, and biological material. No materials or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Conclusions: the investigation concluded that black debris was observed on the taper of the returned v40 head. Elemental constituents of the debris were consistent with the v40 head, a corrosion product, material transfer from a hip stem, and biological material. No materials or manufacturing defects were observed on the surfaces examined. If additional information become available, this investigation will be reopened.

Event description:
The initial MDR was incorrectly submitted as follow up #1. This record is for the correction to initial report.